Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. On (B)(6) 2023 around 4:30pm, the patient received an urgent low alert on the g6 mobile app. She reported that prior to the urgent low alert, she did not receive an alert for the actual "low" alert. She was not able to test her blood sugar with a meter and her spouse provided her with sugar water. According to the patient, by this time, it was too late, she was not feeling well and passed out. While she was unconscious, her spouse called an ambulance. It was reported that the emergency medical technician's were unable to give her medication (reason is unknown). When her bg was checked in the ambulance en route to the hospital, her blood sugar was starting to increase (value not provided). Upon arrival at the hospital, the patient reported that she was not provided additional treatment after having been provided sugar water by her spouse. The patient was discharged that same afternoon and at the time of the report, the patient was doing well. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.